Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a radiofrequency generator. The customer reports when staff pushed the rf power button the light began to flash as normal. A few seconds later, while physician was inserting the catheter, they said that the machine began delivering energy to the pt. They said that no one hit the button to activate the energy.